Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 99% stenosed target lesion was located in the severly tortuous and calcified left anterior descending artery (lad). The lesion was ablated with a 1.5mm rotablator and then the 2.75x32mm taxus express2 drug eluting stent (des) was advanced to the lesion, but the device was unable to cross. The physician pushed the device several times, and then the shaft of the device broke on the portion that was outside of the patient. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good".